Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device complained of bleeding, site soreness and wound showed dehiscence on the left lateral border that occurred a few days post implant. A boston scientific company representative from the longevity clinical study confirmed that this patient 's ICD device was checked and monitored by the physician accordingly. Additional information received from the field representative indicated that it was unknown if infection was involved. The patient however was treated with oral antibiotics even after it was confirmed that cultures were negative for infection. There were no allegations against device. This ICD device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device complained of bleeding, site soreness and wound showed dehiscence on the left lateral border that occurred a few days post implant. A boston scientific company representative confirmed that this patient 's ICD device was checked and monitored by the physician accordingly. Additional information received from the field representative indicated that it was unknown if infection was involved. The patient however was treated with oral antibiotics even after it was confirmed that cultures were negative for infection. There were no allegations against device. This ICD device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this ICD device was explanted due to infection.